Event description:
It was reported surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was repositioned due to a possible infection. Follow-up identified an infection was never diagnosed nor were cultures taken. However, the patient was placed on prophylactic antibiotics as a precaution. Reportedly, the patient is receiving effective pain relief.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed an infection was never confirmed.